Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
( Surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis on a closure of colostomy procedure, the device had an incomplete staple line. All aspects of staple firing were uneventful and routine. Donuts were complete and robust. Anvil tilted. Device removed from patient easily and in order to complete the case, they hand sewn anastomosis.